Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Reportedly, the pump supplies were changed to address the issue. Additionally, it was reported that a minimum fill notification occurred after filling a cartridge with 140 units of insulin and that insulin drips were not observed to be dripping out of the tubing during the load fill tubing sequence. A new cartridge was successfully loaded to resolve the issues and insulin delivery was resumed. Customer's blood glucose level was 148 mg/dl.